Event description:
The pt was admitted for a procedure in 2008 with a 90%, diffused, heavily calcified, de novo lesion in the right coronary artery (rca). It was noted that the vessel was moderately tortuous. After crossing the lesion with a guidewire, an intravascular ultrasound (ivus) was going to be conducted but it failed to cross. Therefore, the lesion was pre-dilated and ivus was conducted. A 2.5 x 28mm cypher stent was delivered, but the physician felt difficulty during delivery, due to the calcification of the vessel. After the cypher finally managed to cross the lesion, pressure was applied but the balloon would not inflate at all. The physician observed contrast medium leakage from the proximal end of the balloon. Therefore, he removed the cypher and delivered another 2.5 x 28mm cypher. However, contrast medium leakage was also observed and the balloon would not inflate at all. The procedure was completed with 3 tsunami bare metal stents on a taxus stent. There was no pt injury reported.

Manufacturer narrative:
These foreign cypher sirolimus-eluting coronary stents are distributed outside of the united states. However, they are similar to the united states cypher sirolimus-eluting coronary stents. This medwatch reflects two products with the same catalog and lot numbers. Additional info will be submitted upon 30 days of receipt.